Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the OEM¿s investigation. The OEM confirmed the lot# 04-10 for the device. The device was manufactured in april, 2010. Due to the age of the device a review of the device history records (DHR) could not be performed as the vendor of the device no longer exists. However, the device has been in use for seven years and was subjected to the mechanical load and stress during use. The device is severely bent indicating an application of mechanical force. The OEM concluded that wear and tear and/or mechanical load are the main contributing factors that caused the breakage to the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, to correct the model number. A visual inspection on the received condition of the device confirmed the correct model is wt645033. The evaluation found the tongue blade was detached / broken from the handle. The welding on both of the parts had broken apart. There were no indentations observed on the tongue blade and handle that would cause both parts to break off. The cause of the reported event could not be determined. However, based on the user attempting to open the device wider, the most probable cause of the reported event can be attributed to the operator¿s technique. To mitigate the risk of injury to the patient, the instruction manual cautions users that excessively extending the retractor blades can lead to injury of the patient. Also, to ¿make sure to extend the retractor blades carefully¿ and to ¿extend the retractor blades under visual control.¿ the device will be forwarded to the OEM for further evaluation.

Manufacturer narrative:
The referenced device was not returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. However, if additional information becomes available or if the device is returned for evaluation, this report will be updated accordingly.

Event description:
The user facility reported the device tongue blade snapped and fell during a diagnostic direct laryngoscopy. The physician was attempting to open the device wider when a tongue blade broke off and fell, however, the blade did not fall into the patient. The intended procedure was completed using a different device. The device was inspected prior to procedure with no abnormalities observed. The tongue blade was retrieved and will be returned with the device for evaluation